Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information as part of internal complaint handling activities. Patient age at time of event, date of birth , sex , and weight not reported. Date of event is unknown. The event is considered to be when the patient began experiencing pain and when the interfragmentary screw began to back out. Brand name not reported. Common device name not reported. Model # and lot # were not reported. Therefore, unique identifier (UDI) # is unknown. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Implanted date and explanted date not reported/unknown. Concomitant medical products and therapy dates not reported. Initial reporter address and fax not reported. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Device manufacture date is unknown. No files attached to this report. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving an mib screw backing out causing removal between may 2020 and may 2021. Five (5) similar complaints were identified. Of these five (5) identified complaints, the root causes were as follows: unknown (4) and patient noncompliance (1). None of these related events were confirmed to contain parts from the same lot number(s) as the reported event as the lot number(s) are unknown. Device history record (DHR) review: due to the limited information available after a written attempt was made, the part numbers are unknown. Thus, lot numbers could not be identified for DHR review. Review of surgical technique: minimally invasive bunion plating system instructions for use, 900-01-016 revision d, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual and dimensional inspection: the parts were not returned, so no visual or dimensional inspection could be conducted. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. Due to limited information available as well as the nature of the event (removal due to pain and the screw backing out), simulated use testing would not be able to provide further insight into the evaluation of the root cause. Thus, simulated use testing was not performed. Investigation conclusion: limited information was provided by the initial reporter. DHR review could not be conducted. It is unknown if the doctor followed the instructions for use. Parts were not returned to be visually / dimensionally inspected. X-rays are unavailable. Due to the limited information available after written attempt was made for more information, the root cause is unknown.

Event description:
On 05/17/2021, a djo foot & ankle (f&a) regional sales director called in to a djo foot & ankle sales support specialist to report that a local physician, doctor 1, had an upcoming minimally invasive bunion (mib) removal on (B)(6) 2021 due to the patient reporting of pain and the interfragmentary screw backing out. The sales support specialist emailed the following inquiry to the associated djo foot & ankle sales representative on (B)(6) 2021: I wanted to follow up with you about the mib removal and how it went. With any removal notated as patient pain, djo f&a requires a report to be placed. Could you please obtain the following details: date of explantation: (B)(6) 2021, correct? Facility of explantation? Explanting surgeon? Was the construct tossed after removal? Do you have the original patient record or do you have someone to contact that I could get the rest of these details from? Date of implantation? Patient age, gender, weight. Any known non-compliance. Original implantation facility. Original surgeon. What plate was removed? What associated screws were implanted? Are x-rays available pre-op and post-op? Was the site corrected? If not, what was used to correct the issue after removal?" The associated djo foot & ankle local representative who was contacted covered the case with doctor 1 and shall report back further details in regards to the nature of the removal. The sales support specialist followed up for removal details on 05/18/2021 and 05/25/2021 and received a response on 05/25/2021 that the removal had to be rescheduled. The sales support specialist followed up for details regarding the rescheduled removal on 06/07/2021 and received no response.